Manufacturer narrative:
To date the incident devices have not been received for evaluation. If the devices are received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. To date no devices received.

Event description:
It was reported the patient had an initial implant with a bifurcated stent and a suprarenal aortic extension. The patient came in emergently with a ruptured aneurysm. The physician identified aneurysm sac growth and a potential type 3b or type 2 endoleak. It was reported the patient expired, the date is unknown. A secondary intervention was not reported and it is unknown if the patient underwent an additional procedure prior to passing away.

Manufacturer narrative:
Additionally, there was evidence to reasonably support the following observations: coil/liquid embolism (right lateral portion near l4 lumbar), secondary endovascular procedure (non-endologix reline), thrombus (aorta/right iliac artery), dissection (right common femoral artery), endovascular procedure -second in the same day (three superficial femoral artery stents (non-endologix)) due to thrombus/dissection throughout right common femoral artery. Based on the information available the root cause of the reported event is unknown. Due to lack of medical information available for review, clinical evaluations was unable to find substantial evidence to confirm the following reported events: endoleak type iiib and ii, sac growth, and death. Clinical found evidence to reasonably suggest the following contributing factors to the reported event: dissection was caused by wire catheter manipulations. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release. Device was not returned, therefore, sample evaluation was not completed.